Manufacturer narrative:
(B)(4).

Event description:
Information was received from a [initial reporter] via a [second report source] regarding a patient who received an unknown drug (device registry listed the drug as morphine) in an implantable pump for non-malignant pain. The patient had issues with the pump and it was removed. Additional information was requested from the consumer regarding drug information, event details, when the issue began, if the cause was determined, and if there were any symptoms. If additional information is received, a follow-up report will be submitted.